Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d274drg ICD, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. Also, the patient experienced chest pain. The lead remains in use. No patient complications have been reported as a result of this event.